Event description:
It was reported that during a lar procedure, there was about a 5mm hole at the bowel. Another device was used to complete the case. Leaked two days post op. Re-operation was performed. There was no adverse consequence to the patient. Patient's condition is stable.